Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Device evaluation summary: during visual evaluation, some creases were observed in the anterior view expanding to the posterior view, and a tear was observed within the crease on the anterior view of the implant. No other anomalies were discovered these kind of findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with a 350cc mentor smooth round moderate profile saline breast implant that deflated postoperatively. As a result, the patient underwent bilateral removal and replacement with unspecified devices on (B)(6) 2017.